Event description:
It was reported that the insulin pump was submerged in water. The reported blood glucose reading was 235 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly, the keypad, and the motor.